Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp reported that the patient saw code 100 on their personal therapy manager (ptm). Patient was able to give themselves a bolus 5 minutes after the alarm and wanted assistance with the code. The patient stated the patient had not had any recent magnetic resonance imaging (MRI)s. Technical services explained code 100 was a motor stall and advised patient to follow up with hcp to ensure motor stall recovery and contact patient services to assist. The hcp was not with the patient at the time. Later, patient called stated the pump alarm went off twice and they saw on the ptm that the pump had a motor stall. Patient stated they were able to do a bolus. Patient asked what could cause a motor stall.